Manufacturer narrative:
This product was received and tested by technical services and the image failure was confirmed. The avl monitor was replaced with a gvm monitor and good images appeared on the screen, color rendering was accurate and individual white lines were distinct. The device was returned to the customer. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the system had image failure, "the screen appeared to be torn." A delay in the procedure of unknown duration occurred as a back-up mac reusable blade was obtained. No harm to patient or user was reported.